Manufacturer narrative:
The medwatch report does not include the location of the reported event. The FDA office from which the report originated was unable to provide further information. A review for similar complaints in this time period has found no events which match the received report. The device was not returned to us endoscopy for evaluation. The device history record was reviewed and confirmed the devices were manufactured to specification. The suction polyp trap has two ports which are intended to be connected to the suction source and the endoscope. Based on the description in the received medwatch report, the user connected the incorrect port to the suction system. The instructions for use state: connect tube on center port of trap to suction system. Connect outside port to endoscope. In-service training has not been completed, due to lack of facility information.

Event description:
Us endoscopy received medwatch #mw5077839 reporting the suction polyp trap was attached to the scope tubing in error resulting in a polyp being suctioned into the suction canister and lost. There was no report of harm to the patient or user.